Manufacturer narrative:
Review of the provided data dated of the 16 may 2023 confirmed that 1 rvat (right ventricular autothreshold) failed on 15 may 2023 : the calibration phase succeeded, but the 1st spike at 1,75v was not considered capturing, due to the amplitude of the response slightly under the reference calculated during the calibration phase. The operation of the observed rv autothreshold is conformed to specifications. The message displayed in aida ¿[a autothreshold algorithm starting conditions could not be found for 33,33% over the last month and this might have led to high a pacing amplitude] is raised if during the last 30 days (30 raat tests), raat was not able to find a threshold for at least 9 times. The message displayed is inaccurate mentioning ¿starting conditions¿ and should be replaced by ¿threshold¿. And raat increases a pacing amplitude only after 7 consecutive days without found threshold. In this case, 9 failed raat were found in the last 30 days, but these events were isolated, that is why the a pacing amplitude didn¿t increase. This case will be considered for improvement.

Event description:
Reportedly, a rv threshold was incorrectly measured. About raat, [a autothreshold algorithm starting conditions could not be found for 33,33% over the last month and this might have led to high a pacing amplitude] is displayed, but in detailed statistics there is zero for the item "no. Of raat no-start conditions failures".

Event description:
Reportedly, a rv threshold was incorrectly measured. About raat, [a autothreshold algorithm starting conditions could not be found for 33,33% over the last month and this might have led to high a pacing amplitude] is displayed, but in detailed statistics there is zero for the item "no. Of raat no-start conditions failures".

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.